Manufacturer narrative:
Upon review of the result image files by an immucor technical support specialist, the sample results visually appeared as type ab positive as reported by the instrument. The customer performed repeat testing with additional donor segments and the same reagent lots. The expected type a positive results were obtained. The customer was informed that it was possible that a sample related issue or possible clerical error occurred resulting in the initial mistyping. The instrument is performing as expected.

Event description:
A customer reported that an abo discrepancy occurred on a donor sample when tested on galileo instrument (B)(4).